Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. Display function properly with testing case. No frozen display noted.

Event description:
Customer reported via phone call to have a button error alarms and was not able to clear due to frozen screen display. Button error did not occur after moisture exposure and was not sure if buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was 502 mg/dl, which was treated with bolus delivery. Insulin pump would need to be replaced.